Event description:
Event description boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) experiences a pause in pacing after a premature ventricular contraction (pvc). After a pvc, diaphragmatic oversensing will inhibit pacing and be sensed as ventricular fibrillation (vf), resulting in a nonsustained episode. The episode will terminate with an escape beat and pacing resumes until the next pvc. It is not known how frequently this occurs. The patient's physician reprogrammed the sensitivity of the right ventricular (rv) lead from nominal to least; however, the pattern continued. Use of the device's rate smoothing feature is being considered prior to a lead revision. No adverse patient effects were reported.